Event description:
Device malfunction: suture entanglement. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture became entangled together as it was advanced to the vessel. A femostop was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.